Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised to replace supplies as necessary and to resume insulin therapy.